Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 170 mg/dl. The customer stated that he had been sitting with pressure on the tubing leading up to the alarm. He also noted that he had gone through an airport scanner with the device; he was advised that the device could go through a metal detector but should not go through a body scanner. Advised replacement of the insulin pump. Nothing further reported.